Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device on patient back was dying and that they suspected this because they had a return of symptoms. They also reported the stimulation felt different. Patient could feel stimulation a little bit. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient couldn¿t always feel the device and felt like the battery was dying, felt like it was only working off and on. It was noted the patient¿s programmer was stolen 3 months ago so they were unable to check their device and since they were unable to check, they were not always getting an indication that it works. Actions/interventions taken to resolve the device dying and stimulation feeling different included calling the on-call doctor on 10/6/17 and was told the battery lasted until 5 years, and was directed to change setting, but they were unable to as the programmer was stolen. No further complications were reported/anticipated.